Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort. Imaging confirmed that the device migrated. The patient underwent a revision procedure wherein the ipg were repositioned. The patient was doing well postoperatively and the ipg remain implanted and in use.